Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The directions for use (dfu) indicate product should be completely removed at the end of the procedure. The dfu also states, if product is introduced into a large retinal break, it may slip into the subretinal space. Special care should be taken to examine and remove any subretinal product through an existing posterior tear or through a posterior retinotomy prior to the completion of surgery. Additional info has been requested.

Event description:
A surgeon reported in a presentation that there is a possibility that a serious retinal detachment (srd) is due to residual product under the macula when cystoid macular edema (cme) and srd are found on optical coherence topography (oct) at the same time following retinopexy. In this case, a pt had a vitrectomy and was treated for a rhegmatogenous retinal detachment. At two months postoperative the pt was found to have residual product under the macula; at three months post operative an additional surgical procedure was performed to remove the product. It was reported the pt was hospitalized. Additional info was requested.